Event description:
A surgeon reports some patients are hyperopic one day post refractive surgery. The degree of overcorrection was reported to be 'slight', but no quantifying details were provided. Surgeon has no concerns for the outcomes of the treatments that have been performed.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) checked the system and found the system to be performing to factory specifications. A review of this complaint class, unexpected postop refraction, for this system for the previous 12 months showed no other complaints. No technical root cause could be determined, as the system was operating within specification. (B)(4).